Event description:
Information received regarding the explanted device notes that the lead was explanted due to multiple atrial tachy- cardia response episodes and an egm showing noise. The noise was reproduced with arm movements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor